Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sensing issue could not be conclusively determined. (B)(4).

Event description:
Low sensing was noted on the right ventricular lead. The lead was capped and replaced and the patient was stable.